Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suddenly lost hearing perception following a trauma which occurred in (B)(6) 2020. The user was re-implanted with a new device on (B)(6) 2021.

Event description:
The user suddenly lost hearing perception following a trauma which occurred in october 2020. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Other damages found during device investigation are most likely related to the explantation surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user suddenly lost hearing perception following a trauma which occurred in (B)(6) 2020. The user was re-implanted.